Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated the axium coil was returned for evaluation and the clinical observation of coil separation was confirmed. As received, the implant coil was found damaged and stretched with the polypropylene filament intact and already detached from the pushwire. Additionally, an implant coil which appeared covered with dried contrast and was found attached to the distal tip of the retrieval device. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The liveliness test was performed successfully in that the release wire pushed back. During evaluation, the pushwire was intentionally broken distal to the break indicator at the manual detachment location, and the release wire was pulled out from the broken location for evaluation of the coin. Follow-up was conducted regarding additional details for the event; however, no further information could be obtained. We were unable to determine the cause of the event as the implant coil was not found broken, the implant coil was found separated from the pushwire. All parts of the pushwire which could affect the detachment were found within specifications. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): warnings: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Also, ¿due to the delicate nature of the axium detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of aneurysm; during delivered through the catheter this coil broke within the micro catheter. It was reported that the physician retracted the microcatheter and removed the coil from the patient. Replaced it with another coil and finished the procedure. No patient complications were reported.